Manufacturer narrative:
H6 investigation summary: this complaint is not confirmed. This complaint is for low fill and missing labels when using phoenix ID broth (246001) batch number 2167421. The customer provided photos for the investigation but did not provide product returns. The photo provided shows a tube with batch number present but low fill cannot be determined from the photo. Further investigation of retention samples revealed 0/100 with low fill or missing labels. As a result, this complaint is not confirmed for any defects. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaints on complaint batch, related to this defect. Complaint trending was performed and there are no trends associated with this defect.  Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that bd phoenix¿ ID broth no label information. The following information was provided by the initial reporter: no label stickers.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ID broth no label information. The following information was provided by the initial reporter: no label stickers.